Event description:
It was reported the patient had a fractured lead. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found it had been cut into two segments during the explant procedure. Microscopic inspection, of the stimulation end segment, found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event details stated the patient ¿had a bad fall in the summer of 2022¿ which is consistent with the lead fracture observed during the analysis.

Manufacturer narrative:
H10 should have read: the report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found it had been cut into two segments during the explant procedure. Microscopic inspection, of the stimulation end segment, found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Instead of: the report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found it had been cut into two segments during the explant procedure. Microscopic inspection, of the stimulation end segment, found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event details stated the patient ¿had a bad fall in the summer of 2022¿ which is consistent with the lead fracture observed during the analysis.